Event description:
It was reported that the patient had a "morphine pump" and patient became allergic to the morphine and the pump was explanted. Per reporter the explant was about two years ago and patient does not have any device implanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted date: unk. (B)(4).

Event description:
Additional information: it was later reported that there was nothing wrong with the implanted device system. Patient wanted mris done for her to have surgery and for this reason the system was removed. Patient had no symptoms.

Manufacturer narrative:
(B)(4).